Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low/elevated blood glucose (bg) level of 51 mg/dl. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer consumed carbohydrates to address bg. Recommendation was made to contact tandem technical support (cts) if the customer experiences any further issues.